Event description:
It was reported that after the spaceoar placement procedure, the account reported that there was a potential infiltration of the hydrogel in the rectal wall. There were no serious injuries reported as resulted of this event. ***additional information received on 20nov2025*** it was further reported that the misplacement was noted prior to the stereotactic body radiation therapy (sbrt), no actions were taken at this time. The radiation treatment was delivered in five fractions during may.

Manufacturer narrative:
Additional information: block e1 has been updated with the additional information. Additional information: block b3, b5, d4 and block e has been updated with the additional information. Block g2 was corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number/upn of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the account reported that there was a potential infiltration of the hydrogel in the rectal wall. There were no serious injuries reported as resulted of this event.

Event description:
It was reported that after the spaceoar placement procedure, the account reported that there was a potential infiltration of the hydrogel in the rectal wall. There were no serious injuries reported as resulted of this event. Additional information received on 20nov2025: it was further reported that the misplacement was noted prior to the stereotactic body radiation therapy (sbrt), no actions were taken at this time. The radiation treatment was delivered in five fractions during may.

Manufacturer narrative:
Additional information: block a4 has been updated with patient's weight. Additional information: block e1 has been updated with the additional information. Additional information: block b3, b5, d4 and block e has been updated with the additional information. Block g2 was corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Additional information: block b3, b5, d4 and block e has been updated with the additional information. Block g2 was corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the account reported that there was a potential infiltration of the hydrogel in the rectal wall. There were no serious injuries reported as resulted of this event. Additional information received on 20nov2025. It was further reported that the misplacement was noted prior to the stereotactic body radiation therapy (sbrt), no actions were taken at this time. The radiation treatment was delivered in five fractions during may.